Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds and perforated the atrium heart wall. Subsequently, a revision procedure was performed. The ra lead was successfully repositioned. No additional adverse patient effects were reported. This ra lead remains in service.